Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed due to infection. The device was removed, and a washout was performed. The patient will receive a new implant when he heals. There were no additional patient complications.